Manufacturer narrative:
(B)(4) date sent to the FDA: 11/17/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture package had an illegible label printing. This quality defect prevented this product from being used. No further information is available.